Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reverting to the set up mode. The (B)(4) spoke to the lay user/patient for follow-up questions and obtained/verified the following information. The patient informed the (B)(4) that her testing frequency is 4 times daily and manages her diabetes with lantus (5 units at bedtime) and humalog insulin (2 units before each meal), as well as metformin pills (500mg, 2x daily). The patient reported the alleged issue began sometime in (B)(6) 2011 prior to contacting lfs. Despite the alleged issue, the patient confirmed she continued taking her usual dose of diabetes medications. About a week after the alleged issue began, the patient claimed she lost consciousness. As a result of the symptom, the patient stated emergency medical services (ems) was notified for assistance. When the emergency medical service (ems) arrived, the patient confirmed she was administered intravenous (IV) glucose, tested by the ems meter (result unknown), and was then brought to the hospital. During her stay at the hospital, the patient indicated she was kept for observation and they monitored her blood glucose level every 4 hours with results ranging from "120-300 mg/dl". The patient indicated she was at the hospital for about a week. At the time of troubleshooting, the cca noted the patient was not a 1st time user of the subject meter, there was no misused of the product, and the alleged issue did not occur after removing/replacing the batteries. The cca was able to resolve the alleged issue with the patient. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia, requiring hcp intervention after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k053529.